Event description:
It was reported that a patient underwent a cervical procedure using a 27.5mm plate. During the procedure the cervical plate could not be locked and the head of one of the screws was damaged while inserting into the cervical plate. According to the report, the physician removed and replaced both the stripped screw and the plate intraoperatively and the surgery was completed successfully. No patient complications were reported and no fragments were left in the patient.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.